Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced lichen sclerosus ("rash condition-lichen sclerosus"). In 2017, the patient experienced infection ("allergic or hypersensitivity reaction type: infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), skin disorder ("skin condition"), bacterial infection ("infection(bladder/ urinary tract/vaginal) type: yeast, infection (other) describe: yeast /bacterial") and fungal infection ("infection(bladder/ urinary tract/vaginal) type: yeast, infection (other) describe: yeast /bacterial"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage was resolving and the hypersensitivity, abdominal pain, dyspareunia, female sexual dysfunction, urinary tract disorder, vaginal discharge, vaginal infection, bladder disorder, lichen sclerosus, skin disorder, infection, bacterial infection and fungal infection outcome was unknown. The reporter considered abdominal pain, bacterial infection, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, hypersensitivity, infection, lichen sclerosus, menorrhagia, pelvic pain, skin disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), vaginal discharge, vaginal infection, bladder problem, urinary problem, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: specimen a: uterus, fibroid uterus and cervix routine in formalin. Specimen b: endometrium right peritoneal biopsy - routine in formalin. Findings: adhesion of omentum at umbilicus, multiple uterine fibroids, simple ovarian cyst on right ovary; normal left ovary, endometriotic lesion at right pelvic side wall and in posterior cul-de-sac. Final diagnosis: uterus and cervix: uterus with several subserosal submucosal and intramural leiomyoma and benign proliferative. Endometrium adenomyosis, cervix with focal mild chronic inflammation. Right peritoneal biopsy: fibro vascular tissue with benign endometrial stroma and endometrial glands, compatible with endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs and mr received : reporter added, events added-abnormal bleeding (vaginal), hypersensitivity, yeast infection, bacterial infection,lichen sclerosus, device monitoring procedure not performed. Events outcome updated, events onset date, events severity, concomitant drug, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), rash ("rash condition") and skin disorder ("skin condition"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, urinary tract disorder, vaginal discharge, vaginal infection, bladder disorder, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), vaginal discharge, vaginal infection, bladder problem, urinary problem, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Case upgraded to incident. Essure removal date was provided. Event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea, dyspareunia, apareunia, menorrhagia, rash/skin condition, hypersensitivity, vaginal discharge, vaginal infection, bladder problem, urinary problem were added. Patient information were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.